Event description:
It has been reported to philips that there was an image disk error and exposure was not possible. The patient was on the table and had to be moved to another system, which delayed the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed reported issue. Review of the system log file showed that a system warning about the image disc being full. Fse recreated the image disc for lateral and frontal. Powered system down to the wall breaker, powers up and is tested after that system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.